Event description:
The savvy balloon would not deflate. The green constraint was very tight and they ended up cutting the catheter so it would deflate. This was a below the knee intervention. The balloon inflated fine, but would not deflate until they physically cut the catheter. The only thing unusual that happened is that the plastic tube covering the balloon took a lot of force to get off

Manufacturer narrative:
During a procedure, the savvy balloon would not deflate. There was no reported injury to the patient. The green constraint was very tight and they ended up cutting the catheter so it would deflate. The procedure was conducted to treat a lesion located below the knee. The balloon inflated fine, but would not deflate until they physically cut the catheter. The user reported that a lot of force had to be applied to remove the protective cover from the balloon during prep. The manufacturing documentation for lot number 50035783 was reviewed and no anomalies were detected. Upon return of the complaint unit, a visual and microscopic examination was initiated. The results of this examination highlighted that the inflation lumen was clear. There was some damage to the outer but it is not severe enough to prevent deflation. The physician has indicated that there was some difficulty removing the sleeve. However, there is no evidence to suggest that damage was caused as a result of this. In this case, we are unable to determine a definitive root cause. There is no obvious indication why there was deflation difficulty. As the balloon inflated without issue, this confirms that the product was initially fully functional. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective actions will be taken at this time. An investigation is ongoing by the manufacturer to address the difficulty removing the protective sleeve. After an internal review of our current quality agreements with our external manufacturing partners it was determined that cordis is considered the legal importer of this device. Therefore, the regulatory report is being filed accordingly.